Event description:
It was reported that the fragmentation basket on the percutaneous thrombolytic device separated from the cable during use. The basket was successfully retrieved via a snare device. There were no patient complications.